Manufacturer narrative:
Citation: estevez-loureiro r et al. Late left coronary artery compromise after core valve implantation: insights from instant free ratio analysis. Ann thorac surg 2017;103:e371. Http://dx.doi.org/10.1016/j.athoracsur.2016.10.068. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of an (B)(6)-old female patient with a history of percutaneous revascularization of triple-vessel disease and symptomatic severe aortic stenosis who underwent implant of a medtronic 29-mm evolut r bioprosthetic valve (serial number not provided). One month post-implant the patient presented with unstable angina. Aortic angiography revealed the valve was positioned high. The left main ostium was below the plane of the bioprosthetic leaflets and the struts impinged the left coronary sinus. Non-selective coronary injections showed patent vessels with thrombolysis in myocardial infarction. A pressure wire was advanced through the frame demonstrating severe flow impairment and narrowing at the left coronary sinus, limiting left main flow. Subsequently, the valve was surgically replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.